Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. It was reported that the ventilator failed the internal leakage test during the pre-use check (puc). The field service engineer (fse) investigate the system on-site and identified the nozzle unit as the cause of the issue. The fse replaced the nozzle unit in both air and o2 gas module. The inspiratory filter was also replaced. Following the intervention, the system passed pre-use check and returned to the clinical use. The replaced part was retained by the customer, preventing further analysis. The fse confirmed that there was no physical damage to the nozzle, however, it could not be verified when the nozzles were last replaced. Evaluation of the received logs shows that the internal leakage test failed followed by additional test failures. It is essential to perform preventive maintenance at least once a year, or every 5000 operating hours whichever comes first to ensure optimal performance. Based on the fse findings and the device log evaluation, is that replacing the nozzles resolved the reported issue.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's reference #: (B)(4).